Event description:
Hyperglycaemia (hyperglycaemia). Case description. On 08/2005 the patient reported that she discovered that she discovered that the piston rod lock came off the novopan 3000. Three days later the patient visited the hospital to get a new part. However, she was told to come another day as it was outside office hours. Two weeks later, the patient went to the emergency until but was told to come back another day because they had no stock of insulin at that time. Three days later the patient was admitted to the hospital due to high blood glucose level (over 600mg/dl). The patient has recovered from the event on 08/26/2005. See scanned table.

Event description:
Hyperglycaemia(hyperglycaemia). Case description: this spontaneous report received from a medical doctor reported as "hyperglycaemia", concerns a patient using a novopen 300 insulin delivery device in 2005 and novofine needles. The patient reported that they discovered that the piston rod lock came off the novopen 300 and they had discontinued insulin injection for 20 days. The patient was admitted to the hospital after they had treated for hyperglycaemia at an emergency in 2005. Their blood glucose level at the time of the event was 600mg/dl. The patient is using penfill 30r chu 300 (dual-acting human insulin) as insulin therapy. Outcome of the event is not reported. This patient did not provide for an alternative way of administration of the insulin they required. Consequently, they suffered hyperglycaemia after having discontinue the insulin injections for 20 days. The reporter listed the needles as suspect in addition to the delivery device, but did not indicate why they were suspect.

Event description:
Case description: this spontaneous report received from a medical doctor in japan, reported as "hyperglycaemia", concerns a female pt using a novopen 300 insulin delivery device from feb-2005 until aug-2005. In aug-2005 the pt reported that she discovered that the piston rod lock came off the novopen 300 and she had discontinued insulin injection for 20 days. The pt was admitted to the hospital after she had been treated for hyperglycaemia at an emergency unit in aug-2005. Her blood glucose level at the time of the event was 600 mg/dl. The pt is using penfill 30r chu 300 (dual-acting human insulin) as insulin therapy and novofine needles for administration of insulin. The outcome of the event is not reported. Analysis result: product: novopen 300 lot no.: nsc0775 technical examinations were performed. An internal pen part (nut cap) has come loose, and the piston has fallen out of the pen. The pen cannot be operated, and testing of the dose accuracy is not possible. Follow-up information was received in 2005. Since last submission of the case, the following information has been added and corrected: -correction: novofine needles changed from suspected to concomitant product, -analysis result, -narrative updated accordingly, -co comment updated. Comment: co comment: this pt did not provide for an alternative way of administration of the insulin she required. Consequently, she suffered hyperglycaemia after having discontinued the insulin injections for 20 days. The observed problem with the loose internal pen part (nut cap) is caused by accidental damage or incorrect handling during use. The pen does not function. The novofine needles have been changed back from suspected to concomitant products as they are not to be considered suspected products due to the fact that they were sealed and had not been used. Question received from FDA in 2005: q: what is the device status: a: the device was returned and examined. Analysis results are included in the narrative above.